Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It is unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with reflin injection (1gm, route, frequency, and duration not reported) and fortum injection (1gm per bag, once a day, duration not reported). At the time of this report, the patient had recovered from the peritonitis and antibiotic therapy was ongoing. Extraneal therapies were ongoing. No additional information is available. This is report 2 of 3.